Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no previous services reported. The reported issue was replicated. The downstream occlusion (dso) and latch lock sensor were replaced due to damage. The dso seal was also replaced. The device then passed all tests after the repair.